Manufacturer narrative:
The technician found signs of fluid ingress on the left siderail ucm board. The technician replaced the ucm board and the siderail gaskets to repair the bed.

Event description:
Info received indicates there are no caregiver functions working from the left siderail.